Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One winding former, one suture needle pieces end one detached needle was received for analysis. The product code 8706h is double-armed. Upon visual analysis of the returned sample revealed that an (incorrect swage) defect was observed on the needle. Since, the hit of the stake was higher than usual, causing that hit of the stake came across with the solid part of the needle. In addition, during the inspection of the damaged suture, were observed, and the end of the suture was noted to be cut probability caused by a surgical instrument additionally, a photo was provided showing one pouch with two winding former, a foam with four needle suture parked. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please confirm, how many devices demonstrated the alleged deficiency? Ans: 1ea. 2. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: provided by loc cq based on the product description and returned device. 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device will be shipped to cg labs on 10 jan 2025 via fedex ¿ (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a ventral septal defect (vsd) procedure on (B)(6) 2024 and suture was used. It was reported that the cv surgeon experienced suture snap and break when doing vsd procedure. There were no patient consequences reported. Additional information was requested.